Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to follow up questions regarding reprocessing of contaminated endoscope. There was no suspected patient infection. There have been no deviations or deficiencies or concerns in reprocessing. Precleaning was performed immediately after patient procedure. Water was aspirated through instrument / suction channel with a suction pump. Aspiration was done with both first and second position of suction valve. The air/water channel was flushed with water and air by using mh-948. Regarding manual cleaning, the customer stated that the device passed the leak test. The detergent used was anios. The brushed points were instrument/suction channel, suction cylinder and instrument channel port. The forceps elevator was not lowered and raised three times when submerged in detergent solution and was not flushed. The distal end was not brushed with channel opening brush and single use brush. The distal end was not flushed with distal end flushing adapter. The automatic endoscope reprocessor (aer) used by the customer was soluscope. The detergent and disinfectant used was anios. There was no defects on the aer. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance to the instructions for use. The device was dried by blowing compressed air. Typhoon was used for endoscope storage. The suspect device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing and test results are awaited. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated that all channels of the scope were cultured and more than 100 colony forming unit (cfu) per endoscope of citrobacter freundii was identified. The device was retested after four days and one cfu/endoscope of micrococcus luteus and one cfu/endoscope of unknown filamentous fungi was identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.